Event description:
Inbound. No disposable clamp tubing using veletri cadd cassette on both pumps, was able to resolve alarm by pushing down on spring and pulling tubing toward bad opening. No further details provided.